Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead became dislodged one-day post implant. The physician went into reposition this lead and discovered that the patient's chest wall muscles were very weak. The system was removed and moved to a new pocket located in better muscle structure. This lead remains actively implanted. Should additional information become available, this file will be updated.